Event description:
It was reported that the user will have to have a partial amputation of a finger. Attempts are being made to gather additional details from the user facility.

Event description:
It was reported that the user will have to have a partial amputation of a finger.

Manufacturer narrative:
No further information could be gathered regarding the injury and treatment as the event and injury is being handled through legal measures and to stop any future customer contacts.